Event description:
Pt's meter was reported to power off during use. When the test strip was inserted, the meter would turn on, but then turn right back off. This issue was not resolved with troubleshooting. Medical affairs specialist was unable to reach the pt to obtain more clinical info. Pt went to the hosp and treated with an IV. There is insufficient info regarding the hosp visit. It is unknown what the pt's blood glucose reading was in the hosp and what treatment pt received. A letter will be sent to try and contact the pt for more clinicial info.